Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia at the cement to implant interface. Unknown cement was used. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review was conducted previously on legacy complaint (B)(4). Review of the device history records did not reveal any related manufacturing deviations, anomalies or any other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.